Event description:
Reporter alleged, the customer's advantage system generated a result of 7 mg/dl which is outside the 10-600 mg/dl reading range of the system. Reporter stated calling the ambulance due to the customer having seizures when the test was performed; however, was not being able to find the value in the system memory. Reporter indicated, believing the customer had passed out, was transported to the hospital, and potentially treated with an IV of unknown contents, d50, and three tubes of dextrose to elevate glucose levels. No other actions taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.